Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient expired due to hemorrhage with midline shift. The device was not operating as intended and there was no report of device issues or malfunctions that may have contributed to the patient¿s cause of death. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional info.

Event description:
It was reported that the device was operating as intended.